Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 95% stenosed lesion in the common femoral artery (cfa). A 1.5x20mm armada 14 xt over the wire (otw) balloon dilatation catheter (bdc) was being advanced over an 0.014 ht command 14 guide wire (gw) when the appearance of a small filamentous mass on the guide wire prevented the bdc from further advancing. A new armada bdc and 0.014 ht command 14 guide wire were used, however the same issue occurred again. A new command 14 gw was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported contamination. Factors that may contribute to a filament mass appearing on the guide wire during use (contamination) include, but are not limited to, damage to the balloon dilation catheter, damage to the guide wire, exposure to contaminants during preparation, or interaction with accessory devices/equipment. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use, which suggests a product quality issue did not contribute to the reported contamination. It was reported by the account that a small filamentous mass appeared on the guide wire during use; however, without having the device or component to examine, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided. The additional vascular device referenced in b5 is filed under separate medwatch report number.